Manufacturer narrative:
No product was returned for evaluation. Should new relevant. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 120mg/dl. The past occlusion alarms were successfully cleared and insulin deliveries were resumed. A system check was performed on the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer wears the pump against their skin and believes the temperature changes are the cause of the occlusion alarms. The customer declined to perform additional troubleshooting.